Manufacturer narrative:
The hill-rom technician found two brake casters and two steering wheels inoperable. A search of the hill-rom maintenance records did not showed hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced two brake casters and two steering wheels to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in room 9b. There was no patient/user injury reported. (B)(4).